Event description:
It was reported that during a lavh procedure, the active blade broke off and fell into the patient. Blade was retrieved through the trocar. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.